Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "damaged implant."

Event description:
Healthcare professional reported "damaged implant." Affected side unknown. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side "damaged implant."

Event description:
Healthcare professional reported right side "damaged implant." The device was explanted.

Event description:
Healthcare professional reported right side "damaged implant." The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening curved, extended and lineal, yellow particles on the shell and underweight. A visual and microscopic analysis was performed which identified striated openings on anterior, posterior and radius. Based on the device analysis, the final assessment is striated openings on anterior, posterior and radius assessed as surgical damage consistent in the use of some surgical tool.